Event description:
Customer reported that device's cable connector has intermittent connection to therapy connector and device operation goes back and forth between "connect cable" and "analyzing" prompts. There were no reports of any adverse affects as a result of device use.

Manufacturer narrative:
Physio-control evaluated the device and observed that the therapy connector was loose when connected to a therapy cable. Physio replaced the therapy connector and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.